Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported failure to grasp the leaflet appears to be related to a combination of patient morphology/pathology and procedural factors. The cause for the reported difficulty visualizing the clip could not be determined. The reported tissue injury appears to be a cascading event of the grasping attempts. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip xtw was placed on the central side of anterior and posterior leaflet 2 (a2/p2) and second mitraclip was implanted on lateral side of anterior and posterior leaflet 2 (a2/p2). Third mitraclip xt was attempted to be implanted on the medial side of anterior and posterior leaflet 2 (a2/p2). After grasping the medial portion of anterior and posterior leaflets 2 (a2/p2) and confirming the insertion, reduction was not satisfactory. It was decided to move the mitraclip more medial and regrasp the leaflets. Reduction was adequate and it was decided to invert the clip and retract into the left atrium. It was noticed that posterior chord flail. Procedure was discontinued. Imaging was difficult with the third clip. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.